Manufacturer narrative:
Product event summary: the device was returned for analysis. Performance data collected from the device was received and analyzed. Analysis of the device and device memory was performed and no anomalies were found.

Event description:
It was reported there was a high voltage problem with the device. It was also reported the patient experienced ventricular fibrillation (vf) and anti-tachycardia pacing as well as vf therapy was not effective. The vf terminated spontaneously. The device and lead were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.